Manufacturer narrative:
Batch review performed on 05 february 2021: lot 100768: (B)(4) items manufactured and released on 31-may-2010. Expiration date: 2015-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2017. Clinical evaluation performed by medacta medical affairs director: 8 years after primary cementless tha the hip is painful and gets revised. The single xray image provided shows extensive radiolucency along the proximal part of the stem, gruen zones 1, 2, 6, 7. The bone quality in the trochanteric region appears very poor. A second projection could have helped decyphering anterior and posterior proximal stem coverage, which is unclear. The report does not mention infection or systemic problems, although the images are also compatible with such a situation. No final conclusion can be drawn on this case. Preliminary investigation performed by medacta hip r&d project manager: looking at the images attached to the complaint is it possible to see that part of the proximal part of the stem is ha coated, meaning that in this area the osteointegration failed. In the other part of the stem body the ha has been completely absorbed by the bone, as expected. There are images also on the explanted cups. There are a lot of scratches on the cup surface and liner maybe created during the revision surgery. It is not possible to determine the root cause of the loosening.

Event description:
Stem revised 8 years after primary due to aseptic loosening. Primary surgery was in 2013, exact date is unknown. Also ceramic liner, ceramic head and cup have been revised (ref and lots unknown).